Event description:
Customer reported during the puncture process, the puncture sheath has great resistance and is difficult to send into the body, and the sheath is deformed and has not been sent into the body, so it can only be replaced with a new saidinger. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported during the puncture process, the puncture sheath has great resistance and is difficult to send into the body, and the sheath is deformed and has not been sent into the body, so it can only be replaced with a new saidinger. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer partially inserted into a patient. The distal end of the sheath was plastically deformed and damaged. Although the microintroducer sheath damage was evident in the returned photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.